Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp was connected to an automated impella controller (aic) and skipped the flushing process immediately going to the start screen. The aic was changed and the same thing occurred. A new impella cp was opened and connected to the first aic and went through the appropriate steps without any issue. The patient survived the procedure.